Event description:
A trilogy 100 device was returned to the manufacturer for evaluation as part of the preventive maintenance process. There was no harm or injury reported. There was no device malfunction reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the device would not power up. The device's internal battery was replaced but did not resolve the issue. The devices power supply board needs to be replaced to address the issue. Additionally, the devices enclosure base is cracked and needs to be replaced. The customer requested no repairs to the device. The device will be returned to the customer unrepaired.